Event description:
It was reported that pump experienced malfunction alarm with code malf 0, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again, which customer acknowledged and understood.